Event description:
Contact lenses were cut into 3.5/4.5/ & 5.5 mm sizes using a sterile trephine. The lenses were then held in front of the excimer laser beam above the corneal bed while performing lasik to deliver a hyperopic correction. The pt developed mycobacteria chalonae keratitis.